Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation, as it was already disposed of. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "the ceramic tip of this sheath broke apart from the metal while in use inside a patient's bladder. The surgeon was able to quickly extract the sheath itself, as well as the separated ceramic tip. No patient injury or impact due to this malfunction." No negative impact in state of health reported.